Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the displayed insp time (it) keeps flickering. She explains that the patient is doing well and the vent doesn't sound like the it is changing. Carefusion technical support specialist explained that it sounds like the panelmeters' wires could be loose causing it to "flicker".